Event description:
It was reported that, during a shoulder arthroscopy, the suturefix ultra anchor pulled out after sutures had been passed and knot was being tied. The anchor was seated properly and stability was ensured prior to passing sutures. Anchor was removed from the joint and was disposed by the customer. A back-up device from another company was used to complete the procedure, but it was necessary to drill another bone hole. Surgery was not significantly delayed as consequence of the alleged malfunction. No patient injuries were stated. For insertion site preparation it had been used a suturefix guide and a 1.9 mm disposable drill bit. Patient bone quality is average.

Manufacturer narrative:
The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not definitive without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use of other that recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. 2) unexpected bone density/condition. 3) the primary cutting edges of the drill were not sharp, had dings or burrs. 4) product stressed from loss of axial alignment. 5) inadvertent rotation of device during anchor seating.